Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was an increased pacing lead impedance (pli) noted on the left ventricular (lv) lead. There was also a loss of capture and phrenic nerve stimulation noted. The device was reprogrammed and the patient was stable with no consequences.